Event description:
It was reported 10 years post implant, a swedish adjustable gastric band, a leak was found on the band/balloon. The patient presented with weight gain which made the surgeon suspicious. Re-adjustment were made from that moment but no history fill is available at this time. Band and port were replaced. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The straight band/balloon with 48.5cm of catheter was returned for analysis. Upon visual inspection, it was observed that three (3) fold lines were present on the balloon. Upon microscopic evaluation, it was noted that a tear (0.3mm in length) was on the balloon, this tear was localized at 3.5cm from catheter connection on the fold line. A leak test was performed on the balloon with an unsuccessful result; leak was found where tear was observed. The product's instructions for use (IFU) were reviewed. Balloon leakage can occur with the swedish adjustable gastric band events at any time, for a number of reasons, including general deterioration of the balloon over time. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed, and it was noted that all products are 100% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.